Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, the operator inadvertently introduced air into the circuit while administering a fluid bolus, causing venous air alarms. While troubleshooting, the alarms an estimated blood loss of 90cc occurred. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator inadvertently introduced air into the circuit. The cycler alarmed appropriately. The user's guide provides adequate instructions for performing air removal and returning the patent's blood. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.